Event description:
Per pharmacist's narrative, the pt is followed in pharm pact. He states that the 32g needles do not enter the skin deep enough and cause bubbling of the insulin. Used pen needle as directed for insulin injection. Dose or amount: 1 units, frequency: prn, route: sq. Dates of use: (B)(6) 2018 through (B)(6) 2018. Event abated after use stopped or dose reduced? Yes.